Event description:
It was reported to vyaire medical that the avea ventilator is set for fio2 (fraction of inspired oxygen) of 40, the ventilator is reading 47. The unit is getting a high fio2 (fraction of inspired oxygen) alarm and the analyzer is reading 39. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.